Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to low blood glucose. Customer stated that the sensor had not been giving accurate readings. She stated that she had been at yellowstone, and her husband gave her a spoonful of sugar to treat her, but she had a seizure. The blood glucose reading was 32 mg/dl at the time of the admission. She stated that the perceived cause of the event was insulin reaction and declined troubleshooting for the low blood glucose. The sensor glucose reading was 111 mg/dl when the blood glucose reading was 178 mg/dl. Customer was advised to calibrate three to four times per day and before meals and exercise rather than afterwards. Nothing further was reported.